Event description:
(B)(4). I had essure placed inside me at my 6 week check up from having my last child in 2011 my insurance I had at the time (medicaid for pregnant women) covered all of the cost for the device! In (B)(6) 2015 I had essure removed because of hair loss, headaches, bleeding, periods worsened, clots, weight gain, and very low iron levels! I have also had to get an ablation in (B)(6) 2016 because of the continued bleeding and excessively low iron levels dr. (B)(6) in I (B)(6) removed my coils and done my ablation!